Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 9mg/dl, dizziness, a loss of consciousness, and a coma. Customer's healthcare provider believes customer's pump settings were "too high." It was not reported if pump settings were adjusted. Customer was unable to provide additional information regarding the cause. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous dextrose. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.